Manufacturer narrative:
The device is not available for evaluation.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the pump showed cassette failure alarm. The pump was replaced but could not solve the problem. The customer reported that there was no problem with the pump. There was unknown patient involvement and harm was not reported as a consequence of this event.

Manufacturer narrative:
A picture of the packaging showing the lot number and expiration date was returned. The complaint of pump showed cassette failure can not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.